Event description:
It was reported that the procedure was to treat the heavily tortuous and heavily calcified right coronary artery (rca). A 3.5 x 12 mm xience xpedition was advanced to the lesion; however, it could not cross and while attempting to remove it, it caught on the tip of a guideliner and dislodged. A balloon catheter was used to deploy the stent in a part of the lesion that was going to be treated. Altogether there were 4 stents implanted in the rca to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.